Event description:
Caller reported that pump battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump for insulin therapy.